Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft4492 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2022, the patient used a peripherally cannulated central venous catheter during PICC catheterization in our department. After the nurse successfully punctured the blood vessel with the attached puncture needle, the front end of the guide wire was inserted into the blood vessel through the puncture needle. Then the puncture needle was stuck by the tail end of the guide wire when it was withdrawn from the guide wire. After careful observation, it was found that the tail end of the guide wire was slightly thicker than the front end, so that the puncture needle could not be withdrawn, and the puncture sheath could not enter the blood vessel through the guide wire, and it had penetrated into the blood vessel. A part of the guide wire was accidentally pulled out due to the end of the guide wire being stuck with the puncture needle. (B)(6) 2022: received clarification: the guidewire broke and stretched when it was attempted to remove the needle.